Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 95% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal right coronary artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the center of the balloon. The device was removed and replaced with another 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation, which also ruptured during initial inflation at 6 atmospheres for 10 seconds. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.

Manufacturer narrative:
Initial reporter facility name: (B)(6).